Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and similar complaints for this lot were identfied. Corrective actions are in process.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the procedure the tip of the catheter broke off within the patient. The tip could not be successfully retrieved and remains within the pulmonary artery. No additional patient consequence to report.